Event description:
It was reported that a vns pt experienced an increase in seizures due to unk reason. Info from the treating nurse indicated the pt is just near the fifth year of implant, and would like to refer the pt for generator replacement surgery. Currently, there has not been a change in medication or setting that could have contributed to the increase in seizures. At the moment, the relationship of the increase in seizures to vns therapy is unk as well as pre-vns seizure level. Furthermore, replacement surgery is likely but good faith attempts to obtain additional info from the treating nurse have been unsuccessful to date.